Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, when testing the device prior to use, a pinhole leak was found in the middle of the balloon material of a bakri tamponade balloon catheter. The device did not come into contact with any metal tools. The procedure was completed using another device. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user. How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the reported event could not be determined from the available information. The hazard analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, when testing the device prior to use, a pinhole leak was found in the middle of the balloon material of a bakri tamponade balloon catheter. The device did not come into contact with any metal tools. The procedure was completed using another device. No adverse effects to the patient have been reported as a result of this occurrence.